Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he changed his battery six times and his insulin pump alarmed failed battery test each time. Customer's blood glucose is 126 mg/dl. The battery compartment and contacts are not damaged or corroded. Customer cleaned the contacts and inserted a fresh new battery and the device alarmed failed battery test again. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm was noted. The insulin pump was received with cracked display window corner, a cracked reservoir tube lip and minor scratches on the display window.